Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2021. Revised on (B)(6) 2023 as knee was unstable and felt loose. 10mm tibial insert replaced with a 14mm one. Australia-c23-244.